Manufacturer narrative:
The complaint rt266 infant dual heated evaqua2 breathing circuits are currently en-route to fph in (B)(4) for evaluation, to determine if they had a malfunction which might have caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that three rt266 infant dual heated evaqua2 breathing circuits had separated from the swivel. It was reported that upon reconnecting the expiratory limb of an affected circuit to the swivel, the spot where the limb is connected to cracked. There was no patient involvement at the time of the event.

Manufacturer narrative:
(B)(4). Method: only two of the three rt266 infant dual heated evaqua2 breathing circuits were returned to fph in (B)(4) for evaluation. The returned breathing circuits were visually inspected and pressure tested. Results: visual inspection of the first device revealed a crack along one of the swivel wye ports. The pressure test result was outside of specification. No fault was found with the second device. Conclusion: we were unable to determine what may have caused the event reported by the hospital. All infant evaqua breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit illustrate in pictorial format the correct set-up and proper use of the breathing circuit kit. It also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." -"set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that three rt266 infant dual heated evaqua2 breathing circuits had separated from the swivel. It was reported that upon reconnecting the expiratory limb of an affected circuit to the swivel, the spot where the limb is connected to cracked. There was no patient involvement at the time of the event.